Event description:
The customer reported being hospitalized due to low blood glucose of 24 mg/dl. The customer was experiencing unexplained low glucose since her settings were adjusted. Troubleshooting was performed. The customer stated that she passed out with the telephone off the hook, and her husband found her on the floor. The paramedics were called and treated her with a glucagon shot, but they did not bring her up. Then the customer was taken to the hospital where she was revived. The customer's recent glucose reading was 67 mg/dl, and she has treated with food. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. It was stated that her diabetes educator believes it is a settings issue and has been changing the settings. Assisted the customer changing the settings. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. ,